Manufacturer narrative:
Evaluation determined the product does not meet specifications, and no product nonconformance was identified. Received (2) photo samples. The first photo sample shows the overview of the balloon dilation catheter inside the packaging tray. The second photo shows the close-up view of the ruptured balloon. Visual evaluation of the returned sample noted one opened (with original packaging), used balloon dilation catheter 997706 and batch number bmknfm31. This sample will be evaluated for "balloon rupture. Visual inspection of the sample noted that the dilation catheter balloon was ruptured. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, air could not be injected as the balloon did not inflate of the balloon dilation catheter. Ballon tear was found. Per follow up information received via ibc on 12oct2025, stated that no medical intervention was involved and there was no course of treatment changed due to event.

Event description:
It was reported that, air could not be injected as the balloon did not inflate of the balloon dilation catheter. Balloon tear was found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.